Event description:
It was reported the device did not pass self test. It was also reported the screen was damaged. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the reported event that the device did not pass self test could not be confirmed. The reported screen damage was confirmed. The bottom screen on the keypad is out of specification (scratched). Upper and lower cases, battery drawer, and one side bail cover are broken. Battery contacts are compressed.